Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that both of the patient's leads had migrated, and as a result the patient lost therapy. Surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation restored.

Manufacturer narrative:
Date of event estimated.